Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: nov 20, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens and handpiece were received. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly could be identified. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint cartridge was received with stress marks inside of the cartridge; however, stress marks are considered within specification for a used cartridge. Further inspection revealed that there was viscoelastic residue distributed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. The complaint lens was received cut in half and with a haptic detached. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson(jnj) intraocular lens (iol) had a scratch. The scratch was noticed upon implant of the lens into the operative eye. The iol had to be cut out and removed due to the placement of the scratch. Follow-up was performed to get more details, but the customer has not responded. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section b3, date of event: information unknown/not provided. Section d6a, if implanted, give date: information unknown/not provided. Section d6b, if explanted, give date: not applicable as the iol was removed during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.